Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose reading was 236 mg/dl. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to perform excessive no delivery test due to motor error loop also, unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The operating currents are within specification and passed self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube, broken battery tube threads and minor scratches on the lcd window.